Event description:
Reportable based on device analysis completed on (B)(6) 2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left anterior descending artery. Following pre-dilation with a 2.00 x 20mm non-boston scientific balloon, a 2.50 x 20mm synergy xd drug eluting stent was introduced but could not cross the lesion. The device was removed and the procedure completed with a different device. There were no patient complications and the patient condition was fine. However, device analysis revealed stent damage.

Manufacturer narrative:
H6 evaluation code: corrected.

Manufacturer narrative:
The synergy xd mr ous 2.50 x 20mm stent delivery system was returned for analysis. A visual examination of the stent found proximal stent damage. The undamaged crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon body was reviewed; no issues were noted on the balloon cones. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and mid-shaft section and visual examination of the inner lumen found no issues with the extrusion shaft. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 03nov2021. It was reported that crossing difficulties were encountered. The 80% stenosed target lesion was located in the mildly tortuous and severely calcified proximal to mid left anterior descending artery. Following pre-dilation with a 2.00 x 20mm non-boston scientific balloon, a 2.50 x 20mm synergy xd drug eluting stent was introduced but could not cross the lesion. The device was removed and the procedure completed with a different device. There were no patient complications and the patient condition was fine. However, device analysis revealed stent damage.